Event description:
A loose bundle was reported and was investigated by reviewing all information gathered and found that malfunction happened before use. No patient involved. No injury or death occurred.